Event description:
The customer's mother stated that insulin leaked passed the o-rings of the reservoir. The customer's mother did not keep the reservoir to return for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.